Manufacturer narrative:
Although no samples will be returned for device analysis, an investigation, including trend review will be conducted. Upon completion of this investigation, a follow-up medwatch will be submitted.

Event description:
As reported, when utilizing a convenience kit in the cardiac cath lab, air was introduced into the system and injected into the pt's coronary artery. The lab personnel could not determine at what location in the set-up the air was introduced. The pt is fine, and suffered no complications. The lab discarded the devices after the procedure - no samples will be returned.